Event description:
It was reported that the pt was implanted a durom acetabular component on an unk site on (B)(6), 2006. The pt was revised on (B)(6), 2012 due to unk reasons.

Manufacturer narrative:
This case was reopened on (B)(4) 2016 to enter additional information which had been received on (B)(4) 2016. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer (B)(4) will close this case. (B)(4).

Event description:
A product liability claim was raised. It has now been reported that the patient was implanted a durom acetabular component 60/54 code t on the right side. The patient was revised due to grey fluid within the joint with synovitis and evidence of metallosis.

Manufacturer narrative:
The MFR did not received info or x-rays for review. As no lot number were provided for the devices, the device history records could not be reviewed. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the MFR's recommendations. As a corrective action, a retraining program for users out side the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer's reference number of this file is (B)(4).